Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the device shut down when ac power was removed, no dc power available. No patient harm reported.

Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The manufacturer's product support engineer advised the customer on the battery replacement and provided parts ID. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
The customer reported the device shut down when ac power was removed, no dc power available. No patient harm reported.